Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3 and drawer 2 had failed. The customer confirmed that the error message indicated not detected on bus, and although they rebooted the station and performed a recovery, the issue continued to persist. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the multiple drawers were failed to open. A technical support specialist guided the customer to reboot the system and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist assisted customer to resolve the issue.